Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 47 previously reported events are included in this follow-up record. Product return status 39 devices were received. 6 devices were evaluated in the field. 2 devices were not available for evaluation. Event confirmation status 44 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 44 devices were found to be affected by a bent foot. 1 device had no problem found.

Event description:
This report summarizes <noe> 47 </noe> malfunction events in which the device was bent. 46 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 47 events were originally reported for this failure mode during the reporting quarter. 48 events should have been reported; 1 event was inadvertently excluded. - 48 reported events are included in this follow-up record. Product return status 40 devices were received. 6 devices were evaluated in the field. 2 devices were not available for evaluation. Event confirmation status 45 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 45 devices were found to be affected by a bent foot. 1 device had no problem found.

Event description:
This report summarizes <noe> 48 </noe> malfunction events in which the device was bent. 47 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 47 events were reported for this quarter. Product return status: 40 devices were received. 4 devices were evaluated in the field. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status: 43 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 43 devices were found to be affected by a bent foot. 1 device had no problem found. 47 devices were not labeled for single-use. 47 devices were not reprocessed and reused.

Event description:
This report summarizes 47 malfunction events in which the device was bent. 46 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.